Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident and current blood glucose level was unknown. Customer stated that plastic rim of the reservoir broken off. Customer also stated that she had not received any alarms from the pump. Troubleshooting was performed for high blood glucose. The product will be returned for analysis.